Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed staphylococcus aureus bacteremia from an unknown source. As there was concern the patient's cardiac resynchronization therapy defibrillator (crt-d) system was a barrier to clearance of the bacteremia, the crt-d system was explanted. Approximately 3 weeks later the patient passed away due to ventricular tachycardia cardiac arrest. The patient was a participant in the (B)(6) clinical study.